Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient reports elevated blood glucose levels.